Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2011 due to an unknown reason. The cup, head and liner were removed and replaced. A second revision occurred on (B)(6) 2013 due to loosening of the acetabular cup. It was noted during the procedure three of the four screws in the cup were fractured.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Implant date. Manufacture date. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03325 / 03326 & 03331).